Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that cortical screw went through the holes of the stryker calcaneal plate and the screw was not able to be removed. 12/20/2024 - additional information received: "the patient received an implant of a variax calcaneal plate but when the screw was introduced into the pate, it went screwed the screw hole and was unable to be retrieved initially. Multiple attempts to retrieve it were eventually successful (during same episode of surgery) and its thought that a 2.7mm screw was used in a screw hole designated for a 3.5mm screw."